Event description:
It was reported that the insulin pump had a piece that had broken off by the reservoir compartment. The blood glucose reading was 115 mg/dl. The customer stated that she had disconnected from the insulin pump to take a shower when she noticed the damage to the device. No other significant events leading to the damage were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A broken reservoir tube lip was noted. The insulin pump had minor scratches on the display and reservoir windows and cracked battery tube threads.